Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol g3 (e2 iii) assay on a cobas e801 module. Initial result: 134 pg/ml. After the initial testing, the qc went out of range prompting the repeat of the sample. Repeat result: 85 pg/ml (tested on another e801). The repeat result was deemed to be correct.

Manufacturer narrative:
The e2 iii reagent lot number was 82525001 with an expiration date of 30-nov-2025. The calibration was last performed on 26-mar-2025 and it was acceptable. The qc was initially out of range. The customer repeated it and the qc was then acceptable. The preventive maintenance was last performed on 03-feb-2025. The provided alarm trace showed sample foam detection, sample clot detection, abnormal aspiration (sample probe), abnormal aspiration (sample probe a/b), and sample short alarms. These are indicators of possible poor sample quality. On the 1st service visit, the field service engineer (fse) decontaminated the instrument and loaded a new reagent pack. He then performed calibration and qc with acceptable results, but the precision was high. On the 2nd service visit, he found that the gear pump pressure was high. The fse replaced the gear pump and adjusted the pressure for both the main pump and the gear pump. Precision studies were performed and they were within specifications. The instrument was performing within specifications. The customer performed qc with successful results. The service actions performed by the fse resolved the issue. No further issues were reported afterward.